Manufacturer narrative:
The insulin pump was received with prime alarm during basic occlusion test due to faulty force sensor resistor. We were unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime/fill anomaly due to prime alarm. The insulin pump was received with normal operating currents and passed error test. The insulin pump had minor scratched lcd window, cracked cld window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump piston is not working properly. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer cannot exit the fill procedure. The customer was also advised that the device would be replaced and agreed to return the product for analysis.